Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as a member of the patient's family who was untrained in pd therapy was helping with connecting the patient to the machine. The same day as onset of the peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the same month as onset, during hospitalization, the patient began treatment with intravenous vancomycin (dose and frequency not reported) for peritonitis. On an unreported date the same month, during hospitalization, treatment with vancomycin was discontinued. On an unreported date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis. On an unreported date at the end of the same month as admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.